Event description:
During the failure investigation, the drpt (diagnostic report) was down loaded from the cpu pcba (printed circuit board assembly) that was returned from the customer and errors were found that indicated a da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failure. The errors were found during failure investigation, therefore no patient involvement.